Event description:
It was reported that the fluoro on indicator stayed on after releasing the x-ray switch. This is consistent with an intermittent system lockup. There was no uncommanded x-ray. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.